Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump stopped working and it was found that the insulin pump had a battery out limit alarm and a failed battery alarm. The blood glucose reading was 541 mg/dl. The customer was advised to monitor the insulin pump.